Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 112 mg/dl. The customer reported that they had inserted battery new battery and received blank display. The customer reported that they were able to clear the alarms. Customer stated that they were able to rewind the pump. It was reported that they had performed displacement test and was passed. It was reported that they had pump error had occurred for three times. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected drive count or time values or changes incorrect for moving or coasting error noted. Motor was tested outside device and passed. (B)(4).